Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer

Event description:
Reporter alleged that he attempted to use the active s system but it wouldn't work. Reporter stated he passed out in the next 24 hours and his wife took him to the hospital. Reporter stated he was in the emergency room for 36 hours and was treated with insulin. No other actions were reported taken or treatment received. A request was made for the return of the suspect device. Reporter discarded the meter, so no product will be returned for evaluation.